Event description:
It was reported cardiac arrest occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. A successful pulsed field ablation (pva) pulmonary vein isolation (pvi) atrial fibrillation ablation was completed followed by the implantation of the watchman closure device without any recaptures. Post-implantation, the patient developed atrial flutter after left atrial access and watchman placement. The physician decided to potentially bring the patient back for further evaluation at a later date. During extubation, nurses observed that the patient's ears had turned purple, indicating hypoxia. The physician was promptly alerted, and a stat echocardiogram was performed, which revealed no effusion. The patient developed pulseless electrical activity (pea) which required chest compressions. The watchman closure device remained intact throughout the code. The patient was stabilized and re-intubated. The physician then placed a central line and transferred the patient to the intensive care unit (ICU) for observation.